Event description:
Artifacts have occurred. About 50 times vf detection with cancellation. The lead had been implanted for 13 months.

Manufacturer narrative:
No manufacturing error or material defect could be found by the analysis. In regard to the incorrect sensing mentioned in the complaint, no deviations from the specifications could be found at at the lead. Please note: implant date is estimated, not exact.